Manufacturer narrative:
(B)(4).the service engineer (se) verified the malfunction. The customer purchased the breath delivery (bd) printed circuit board (pcb) and needed software uploaded. The se performed all required calibrations/verifications. The se started to perform extended self tests (est) and all tests passed up until battery test. The se could not continue testing; the customer will replace battery and rerun est. Fse to also perform short self tests (sst) and performance verification testing (pvt) prior to patient use.

Event description:
The service report shows the customer reported that the ventilator stopped cycling. There was no patient involvement.